Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 03/22/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of channel error code 571.6241 could not be confirmed; no product or device logs were returned for investigation.

Event description:
It was reported that the devices are displaying error codes 571.6241. The faulty circuit board (oridion board) was replaced which remedied the errors. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the devices are displaying error codes 571.6241. The faulty circuit board (oridion board) was replaced which remedied the errors. Although requested, no additional information was provided.